Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits severe devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure the side-firing fiber was reported to have broken down during the procedure, with 57,633 joules and 11:52 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber. Patient status: no report of patient injury